Manufacturer narrative:
Additional codes: health impact: 4653 - reprogramming of device. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient returned to the operating room (or) on (B)(6) 2025 for a heartmate 3 (hm3) to hm3 pump exchange, due to suspicion something had been ingested into the pump. This suspicion was due to evidence of acute and complete loss of flow the morning on (B)(6) 2025, with low flow hazard alarms noted. In the days following up to on (B)(6) 2025, the patient developed right heart failure with impella 5.5 placement. The patient had been taken to the catheterization laboratory to assess coronaries for occlusion with unknown intervention prior to acute loss of hm3 flow. The left heart catheterization showed a significant thrombus burden extending into the aortic root. The proximal portion of the left anterior descending artery had a significant thrombus burden, and the left circumflex artery was 1005 occluded at the ostium with significant thrombus burden. It was noted that there were no changes to the patient's condition or anti-coagulation status which could have contributed to this event. The patient's ventricular assist device (vad) speed had recently been increased to 5500 revolution per minute (rpm) on (B)(6) 2025. After experiencing a syncopal episode with ventricular tachycardia requiring shocks, the patient had an echocardiogram which revealed severely depressed right ventricle function. The patient had a percutaneous right ventricular assist device (rvad) placed to prepare for an eventual central rvad. It was noted that the right heart failure did not exist pre-left ventricular assist device (lvad). The device contributed to the right heart failure by aortic root thrombus occluding the left main anterior descending artery, and the left circumflex. The hm3 pump and most of the outflow graft and bend relief were removed. A new pump, outflow graft, and bend relief were inserted onto the original apical cuff. Following the hm3 exchange, flows returned to expected levels. The patient remained in the intensive care unit on central rvad support as of on (B)(6) 2025.

Manufacturer narrative:
H1 - type of reportable event - correction manufacturer's investigation conclusion: evaluation of heartmate 3 left ventricular assist system (lvas), serial number (B)(6), confirmed the presence of thrombus. Although a specific origin of the observed thrombus could not be conclusively determined, the deposition would have contributed to the sudden decrease in pump flow which was confirmed through the evaluation of the retrieved log files. Additionally, a direct correlation between heartmate 3 lvas serial number (B)(6), and the reported event could not be conclusively determined through this evaluation. (B)(6) was returned assembled with the pump cable severed approximately 7.0¿ from the pump header. The distal portion of the pump cable and the modular cable were not returned. The outflow graft was returned attached to the pump cover outlet port with the outflow graft bend relief engaged to the graft hardware. The cuff lock had been disengaged prior to the pump¿s return for evaluation and the apical cuff was not returned. Upon disassembly of the returned device, a red/pink tissue-like deposition was found occluding the eye of the rotor and partially extending into the rotor vanes. Similar tissue-like depositions were also found within the pump cover. The structure of the thrombus as well as its lack of adherence to the pump surfaces suggests that it likely did not form in the rotor or the pump cover; however, the specific origin of the thrombus could not be conclusively determined through this evaluation. Examination of the remaining blood-contacting surfaces revealed no developed depositions or thrombus formations. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. Evaluation of the left ventricular assist device (lvad) event and periodic log files retrieved from (B)(6), revealed an abrupt decline in pump flow, ranging from 0.0-1.6 liters per minute (lpm). These findings appeared consistent with the reported event and the finding of an occlusive deposition within the eye and vanes of the rotor as well as the pump cover. Despite the observed decreases in flow, the pump appeared to have functioned as intended throughout the duration of the retrieved data. Upon removal of the depositions, (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications the relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU) and the heartmate 3 patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists adverse events, including pump thrombosis, venous thromboembolism, arterial non-central nervous system thromboembolism, cardiac arrhythmia and right heart failure, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 1 also addresses all pump parameters. Section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the hazard alarms, and explains that changes in patient condition can result in low flow. Per design, when the estimated flow value is calculated at less than 2.5 liters per minute (lpm), a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Section 5 of the IFU, "surgical procedures", instructs to inspect the ventricular chamber for mural thrombi and crossing trabeculae following removal of the core and to address one or both, as needed. This section also instructs to inspect the ventricle and remove any previously formed clots that may cause embolism or any trabeculae that may impede flow. Section 6 of the IFU, ¿patient care and management¿ provides information regarding anticoagulation, including recommended international normalized ratio (inr) values, and the suggested anticoagulation modifications. This section also lists thromboembolism and arrhythmia as potential late postimplant complications that may be associated with the use of the heartmate 3 lvas. Section 6 of the IFU (under "right heart failure") discusses the potential development of right heart failure following implant and outlines the associated treatment options, including inotropes and right ventricular assist device (rvad) placement. Section 5 of the patient handbook, ¿alarms and troubleshooting¿, and section 7 of the IFU, ¿alarms and troubleshooting¿, provides information on system alarm conditions as well as the appropriate actions associated with each condition. Furthermore, section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. No further information was provided. The manufacturer is closing the file on this event.